Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. Agfa called in a complaint on (B)(6) 2014, and reported that on (B)(6) 2014, the customer experienced uncontrolled movement of the wall stand of their dx-d600 system. Even with the tracking off, the wall stand would resist any movement and actually drive down with force and hurt the operator's arm. There were no further comments or details provided, related to the condition of the operator's arm. This dx-d600 system is on version 3.5, in which systems with this software version have shown issues with unexpected movement of the wall stand. Both agfa and (B)(4), agfa's supplier, have determined the correction for new software upgrade to version 3.6 would be performed on systems with software version 3.5. Until the system in this event could be scheduled for the upgrade, auto tracking was turned off. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any other patient or user.

Manufacturer narrative:
.